Event description:
While being used on a pt, the ventilator display went blank and the unit stopped ventilating. The ventilator went into safety mode and audible alarms were noted. The pt was manually ventilated until another ventilator was made available. No pt injury.